Event description:
While testing the core sumex drill during routine servicing it was reported that the device heated up. There was no patient involvement or adverse consequences reported with this event.

Manufacturer narrative:
Upon disassembly for visual inspection the housing was worn and damaged.